Event description:
It was reported that the patient lose therapy and the ipg was inoperable. Troubleshooting was attempted, but the ipg would not connect to external devices. As a result, surgical intervention occurred on (B)(6) 2021 and the ipg was explanted and replaced. The patient has effective therapy post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.